Manufacturer narrative:
Manufactured december 7, 2016 ¿ december 8, 2016. One infusor unit was received for sample evaluation. A visual inspection on the unit via the naked eye noted a ruptured bladder. A microscopic inspection was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a half day infusor ruptured. This was observed before administration. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: remove the sentence "a nonconformance has been opened to address this issue." As no ncr has been opened.